Event description:
It was reported that while using the smartstep flouro option to perform a needle biopsy of a tumor in the area of the mediastinum, the displayed images were not of the last scan taken. The results of the biopsy found caridac tissue in the biopsy sample. This resulted in the pt having to be imaged to see if there was any significant damage to the cardiac tissue (none was found) and to undergo another biopsy. The error was unable to be reproduced on the system using a variety of combinations of scenarios associated with biopsy. The site has continued to use this option while diligently observing proper image sequencing and has reported no further problems.